Event description:
Wbc count is not available for this event.

Manufacturer narrative:
Root cause: the cause of this defect was related to a misassembly, where the assembler neglected to follow the appropriate manufacturing operating procedure of the disposable set during manufacturing. Specifically, the mini plasma pinch clamp was placed on the incorrect line. Additionally, based on the provided images the channel contents had spilled over into the lrs tubing due to a failure to close the lrs/platelet mini pinch clamp as prompted or confusion related to the clamp misassembly.

Manufacturer narrative:
This report is being filed to provide updated information in h.6 and h.10. Updated investigation: multiple photographs were submitted in lieu of the disposable to aid in the investigation. Analysis of the photos confirms that the rbc line has two mini pinch clamps, and the mini pinch clamp on the plasma line is missing. All three clamps are confirmed to have properly closed and occluded the lrs and rbc tubings. Despite the missing clamp, the plasma line did not have any channel contents. However, blood is observed in the lrs tubing past the closed mini pinch clamp. Based on the available evidence, the channel contents had spilled over into the lrs tubing because of the failure to close the lrs mini pinch clamp as prompted. Investigation is in process. A follow-up report will be submitted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. Per the customer, upon inspection in the disposables set, it was found that one of the lines of the channel did not have a clamp and he other line had 2. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available, at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10 and corrected informmation in e.1 and e. #. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Multiple photographs were submitted in lieu of the disposable to aid in the investigation. Analysis of the photo confirms the misassembly of the mini pinch clamps on the lines exiting the centrifuge. The trima accel procedure summary (taps) report confirms there were no flags indicating that the platelet product should be verified for white blood cell contamination. Correction: information regarding failures of this type is regularly shared with the relevant manufacturing teams. Investigation is in process. A follow up report will be provided.